Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative/corrected data: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional component implanted on (B)(6) 2016: pla280300/lot serial unknown.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a right common iliac artery aneurysm using a gore® excluder® iliac branch endoprosthesis and a gore® excluder® aortic extender component. It was reported that on (B)(6) 2016, during a follow up examination, the patient was diagnosed with ischemia of the lower extremity. A femoral-femoral bypass as well as sfa angioplasty was performed.